Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that when starting to charge the ins, the patient saw the image saying to place the antenna properly on the implant. It was noted that normal use may have led or contributed to the issue. They practiced turning on and off, with and without the antenna attached, but got the same result. The patient was sent a new antenna to try. The issue was considered resolved. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. Additional information was received from the patient. The patient reported that they would keep the defective equipment until the issue is resolved at the hospital. It was noted that the patient did not know when that would be yet. Additional information received from the patient reported that the previous recharger was now working as of (B)(6) 2020. The ins implanted in the patient's abdomen had moved following being hit by a chair. The geolocalization of the ins was found, and the recharger antenna was placed over the right spot to start charging. It worked well now. The patient was to keep the recharger that needed to be replaced and would also keep the new one that was sent as an extra.